Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. It was also noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, while the physician was tightening the right atrial (ra) setscrew the wrench clicked but then began to turn freely. Loosening the set screw then became difficult. A new wrench was attempted but the set screw would not tighten. A new wrench was used to remove the atrial setscrew, therefore a replacement implantable cardioverter defibrillator (ICD) was implanted in the patient. It was also reported that the ra lead was possibly fractured and received insulation damage while trying to remove the lead due to the setscrew problems. A replacement ra lead was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.